Manufacturer narrative:
Investigation pending.

Event description:
Caller (pt's daughter) alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 2.5. Date: (B)(6) 2010, inr: 3.7.